Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t (tnt) stat (short turn around time). The sample initially resulted as 0.082 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. After 6 hours, the patient had a result of <0.01 ng/ml, so they pulled the original sample for repeat testing. The sample was repeated and resulted as <0.010 ng/ml accompanied by a data flag. A different tube from the same collection time as the original tube was repeated on (B)(6) 2013 and this resulted as <0.010 ng/ml accompanied by a data flag. The repeat result was believed to be correct. The customer indicated "all (10) repeats on both tubes were <0.01". The patient was not adversely affected. The tnt stat reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He suspects the issue was caused by "sampling/static". He performed instrument checks and found the static brush for the sample disk to be damaged. He advised the customer that the damaged static brush may contribute to sampling problems. He ran performance testing. The customer ran quality controls. All results met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. It was determined the customer did not follow tube manufacturer recommendations for sample centrifugation and that this may be a possible root cause.